Manufacturer narrative:
The reported field event of noise and inappropriate hv therapy was confirmed in the laboratory via device image. The inappropriate hv therapy was due to the noise. The device was tested and an anomaly on the hybrid was noted. The reported cause of the noise was due to a hybrid anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the emergency room after receiving multiple inappropriate shocks. Hv therapy was disabled. Noise and low lead impedance were also observed. The device was explanted and replaced. The patient was stable post-procedure.